Event description:
It was reported, in scientific article "vagus nerve stimulation for depression: efficacy and safety in a european study," a vns therapy patient experienced an increase in depression requiring hospitalization. The relationship of the patient's depression to pre-vns levels is unknown. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Schalaepfer, t. E. (2008) vagus nerve stimulation for depression: efficacy and safety in a european study. Psychological medicine, 11.